Event description:
It was reported that the patient had a suspected lead fracture, which was not confirmed by imaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial/batch : (B)(6).